Event description:
A pt's wife alleged that an hc234 unit got so hot that when she put her hand on the casing her hand became red. The pt's wife stated that when she turned the unit on, she thought it was extremely hot. It is unk if the pt was using the unit when it became hot. No injury was reported for the pt or his wife.

Manufacturer narrative:
Awaiting device to be returned to carryout an investigation.